Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient remote control had a solid red light. It was later discovered the neurostimulator (ins) expired and the patient had surgery to revise it. They are still adjusting for optimal results, but the patient had no issues recovering from the revision surgery.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Corrections: block d4: serial number. Block d6a: implant date.

Event description:
It was reported the patient remote control had a solid red light. It was later discovered the neurostimulator (ins) expired and the patient had surgery to revise it. They are still adjusting for optimal results, but the patient had no issues recovering from the revision surgery.